Event description:
Procedure: roux-en-y. According to the reporter: first squeeze of the handle moved the stapler reload forward. The second squeeze seemed too easy at the 30mm mark and then the staples fell out of the cartridge into the sterile field of the patient leaving cut gastric tissue and a hole in the stomach. The first reload worked with no problem. This was the second reload used on the same handle. Extra gastric tissue was removed using a new handle and reloads. Patient status fine. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).